Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed continues alarms. The device had alarmed unexpected restart, external ram crc error, watchdog timed out, battery out limit, low battery, and bad battery. Customer stated she received a new battery cap and issues continued. She believes they might be worst. Troubleshooting for unexpected restart alarm was performed and it was found alarm was occurring during normal use. The device wasn't stored and alarm occurred hours after the battery was replaced. Customer was advised to monitor the device until she received the replacement device. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.